Manufacturer narrative:
(B)(4) . Date of event: it is corrected from unk to (B)(6) 2017. (B)(4)

Manufacturer narrative:
The lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated intraocular pressure (pupillary block) and shallowing of the anterior chamber depth (acd). A revision of the peripheral iridectomies was performed. The patient experienced blurry visual acuity, headache and nausea. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25 and iop was 21.